Event description:
It was reported that there was a patient fall resulting in injury to the patient. Specific details about how the fall occurred or the injuries sustained have not been provided.

Manufacturer narrative:
The section h codes have been updated to reflect the results of the completed investigation.

Event description:
It was reported that there was a patient fall resulting in injury to the patient. Specific details about how the fall occurred or the injuries sustained have not been provided at this time.